Event description:
Customer reported erroneous high red blood cell (rbc) count and hemoglobin (hgb) results were obtained on (B)(6) 2010 when using a coulter ac-t diff 2 analyzer. The test results were determined to be erroneous when another sample was obtained from the same pt on (B)(6) 2010. The test results were lower for rbc count and hgb, and higher for white blood cell (wbc) count and platelet count. The customer determined that the test results obtained with the sample drawn on (B)(6) 2010 were correct, based on historical test results from the pt. Erroneous test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within qc specs with respect to controls and reproducibility. Controls were run once a day in the morning, were run before and after the sample run, and recovered in range. Field service was not dispatched to evaluate the analyzer. Two customer contacts provided info and it was not clear if the both samples were from the same pt or if the customer had misidentified the sample. If the samples were from the same pt, comparison of the differences in the results from the 2 samples indicate the (B)(6) 2010 sample displays a typical pattern of inadequate mixing. If the customer had misidentified one of these samples, the issue was operator error. Product labeling states: when wbc and platelet counts are too high or low, and hgb and rbc count are opposite, too low or too high, the sample was not mixed adequately before aspiration. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.